Event description:
It was reported that the device reached elective replacement indicator (eri) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).